Event description:
International customer reported that the device was damaged / torn at the heat seal. The device was exchanged. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet completed. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.